Manufacturer narrative:
Full name of the facility is medical corporation (B)(6) hospital. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the tissue pad was worn and partly peeled off. There was a contact mark with the non-insulated part on the probe. There was a mark of contact with the probe on the grip. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer returned the device for evaluation of the issue of the device being unable to output after receiving an error message u504 for probe damage during a therapeutic laparoscopic gastrointestinal procedure after the device had been output twice. The procedure was completed with a new similar device. There was no apparent reason for this failure, the device was not pinched and the thick tissue was grasped. Upon evaluation of the returned device, it was observed that the tissue pad was worn and partly peeled off. This medwatch is being submitted for the reportable issue of the peeled tissue pad as observed during device evaluation.

Event description:
Addendum jun 16, 2022: the device was inspected prior to use with no anomaly noted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1) grasping section was closed without grasping anything (this includes after tissue resection) while the ultrasonic output was activated. This caused the tissue pad to wear out and partially peeled off. 2) since the tissue pad was peeled off, the grasping section and the probe came into contact. 3) the ultrasonic output was activated while the grasping section was contacting the probe causing an error. Also, this caused the probe to have contact marks. 4) the device was ultrasonic activated or while the grasping section was grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to have cracks. 5) probe damage error (error code: u504) occurred because the output was performed with the probe cracked. This following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor field performance for this device.